Event description:
Boston scientific was notified that, during the delivery of the neuroform, an abrupt downward migration of the hwole system was suffered. Finally there was no alternative but to deploy the stent at a site proximal to the lesion (deployed at the lower intracavernous portion of the aneurysm 2 cm proximal to the aneurysm neck).